Event description:
It was reported that the lens was implanted on (B)(6) 2011 and explanted on (B)(6) 2011. It was stated that the patient was unhappy with their vision. There were no other complications reported.

Manufacturer narrative:
The lens was forwarded to the manufacturing site for evaluation. Evaluation results will be provided upon completion. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacturing record was performed and met specifications. Visual inspection of the received intraocular lens shows a cracked optic. No other optical deviations were found. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the end user. The cause of this adverse event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.